Event description:
It was reported that during a roux-n-y procedure, the device was fired and then reloaded. The surgeon stated the device did not sound right but the staple line appeared to be okay. Twenty-four hours later a leak was noticed on the staple line. The pt was returned to the operating room to suture the leak laparoscopic. No additional info is available.